Event description:
The customer reported that while using the q-CPR meter in the AED mode, the meter would give compression depth feedback but no voice commands.

Manufacturer narrative:
(B)(4). The customer reported that while using the q-CPR meter in the AED mode, the meter would give compression depth feedback but no voice commands. The customer stated that the q-CPR meter behavior had no impact with the pt outcome. The users continued to deliver chest compressions. The device was evaluated at the philips repair bench and the reported failure could not be recreated. The q-CPR meter was also evaluated by the philips and there was no trouble found with the meter. We cannot determine the cause as the issue could not be recreated with either the device or the meter. The device passed all testing and was shipped back to the customer site.